Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a battery that discharged quickly. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and replaced the battery. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Additional information was received that the battery that was replaced was old and had exceeded shelf life. If information is provided in the future, a supplemental report will be issued.